Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: during investigation, the alarm history showed a cs 145 occlusion alarm. The pump powered up to a hard cs 069 alarm. And the ¿occlusion¿ complaint was unable to be adequately investigated. The pump¿s cover was removed and there was no intermittent condition found to the circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump repeatedly emitted occlusion alarms. There was no indication that the product caused or contributed to an adverse event. No additional information was provided related to this complaint. Customer technical support has made multiple attempts to contact the reporter in follow-up; however, no further information was obtained. If additional information is provided, a follow-up report will be submitted. This complaint is being reported because the issue may lead to a long term cessation of insulin delivery if the user is unable to resolve the alarm.